Event description:
The patient was prescribed alcon focus dailies contact lenses, for disposal each day. He did not remove his lenses for months at a time. His overall vision upon arrival was 20/40 - in the right eye and 20/60 - in the left eye, not meeting the legal requirements for operating a motor vehicle. He has corneal neovascularization (permanent damage to the cornea with new blood vessel growth.) He had corneal scarring.